Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failed to open during every transaction and showed a maintenance required error when attempted to recover storage space. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, customer confirmed that the issue was resolved and informed service team to dispatch the work order. A good faith attempts were made to get the additional information. No responses received from the technical support specialist (tss) and the tss manager. Additional information will be added to the record if and when the information is received.